Event description:
It was reported to manufacturer, per facility relevant medical history of resident is that she was a stroke and dementia patient. She was in a bed at its lowest position with a mat on the floor, in addition resident was using the tabs monitor system. Resident caught her chin and neck in side rail while attempting to get out of her bed. She was found on the floor, front of her body facing away from the bed, and her neck within the end of the side rail. As described, this would be considered as a zone 1 within the rail entrapment. One set of rails were on the head of her bed and rails were in the up position. Facility had another manufacturer mattress on the bed at time of incident. Kci mattress the 4k model. Accidental death without suspicion per police report.